Event description:
It was later reported the patient experienced pain. When the pump alarmed the patient did not realize at the time that it was the alarm because she was driving. The patient followed up with their physician on (B)(6) 2013 and was told the pump "stalled" and "it was too early for the battery to go out". The plan was to speak with the physician the following week by telephone. It was later reported the patient was tired, sweaty, nauseated and had gastrointestinal upset. The cause of the event was a motor stall. The pump was stalled approximately three weeks. The motor stall recovered. The patient outcome was non-serious injury/illness.

Event description:
It was reported, the pump alarmed "about three weeks" prior to this report date. The patient experienced withdrawal and continued to have effects from it. The patient was "sicker than a dog", "ached all over" and "wanted to blow my brains out." The patient followed up his health care provider four days prior to this report date and was told the pump had stalled. The patient was put on oral medication. The patient had to contact his physician to determine the next steps of intervention. The patient indicated that either way they were going to have another surgery. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).